Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp of a peritoneal dialysis (pd) transfer set separated from the light blue main body. This issue was further described as, ¿the white twist piece of the transfer set came completely off of the catheter core¿. This was observed during used of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni) h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.